Event description:
It was reported that the user felt a resistance when inserting the swg (spring wire guide) through the ars (arrow raulerson syringe) and was unable to advance the swg. Therefore, a new kit was used instead. No patient harm reported.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire and arrow raulerson syringe (ars) for evaluation. The returned components showed evidence of use. The guide wire was observed to have one major kink towards the proximal end of the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. Visual inspection of the ars did not reveal any obvious defects or anomalies. The kink in the guide wire was located at 73mm from the proximal tip. The guide wire total length measured 601mm, which is within the specifications of 596-604mm per product drawing. The guide wire outer diameter measured 0.810mm, which is within the specifications of 0.788-0.826mm per product drawing. Functional inspection was performed per the instructions for use (IFU) provided with this kit, which states "advance swg into arrow raulerson syringe approximately 10 cm until it passes through syringe valves (refer to figure 5) or into introducer needle." The guide wire was threaded fully through the returned ars into a lab inventory 18ga introducer needle with no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply undue force on guidewire to reduce risk of possible breakage." The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual inspection of the guide wire revealed one kink towards the proximal end. The guide wire met all relevant functional and dimensional requirements; therefore, the customer report of guide wire/ars resistance was not confirmed. A device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that the user felt a resistance when inserting the swg (spring wire guide) through the ars (arrow raulerson syringe) and was unable to advance the swg. Therefore, a new kit was used instead. No patient harm reported.

Manufacturer narrative:
(B)(4).